Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm during fill cannula. Customer's blood glucose was 494 mg/dl. During troubleshooting, there was more resistance than normal when pushing the plunger. Customer was advised the reservoir was occluded. Customer was advised to change the reservoir. Customer will not be returning the reservoir for analysis.